Event description:
Per the clinic, open circuits were noted on (B)(4) electrodes. Hardware exchange attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device. Additional information has been requested but has not been made available as of the date of this report.